Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that a notice for delayed patient information. A technical support specialist, ran site down query and verified that no disconnected flag or delays. The device functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported when using the pyxis anesthesia es system, device orders are not crossing over. The customer stated that they have overridden medications and are visiting the pharmacy for controlled substances. There were no adverse events or injuries reported based on this incident.